Event description:
The depth gauge was damaged, this event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time.

Manufacturer narrative:
The device failed due to misuse. Desgin and engraving indicate an older version of the instrument.